Event description:
Caller reported a malfunction on the pump. Customer¿s blood glucose level was 482 mg/dl. To address the high blood glucose level, the customer administered a correction bolus via the pump and did not require third-party assistance. The pump exhibited a recurring malfunction, identified as malf 12, and had been happening daily after previous intermittent occurrences. Tandem technical support advised a replacement of the pump and instructed the customer on storage procedures. The customer reverted to an alternate method of insulin therapy.